Manufacturer narrative:
(B)(4). The cassette was not returned; therefore, a device analysis cannot be completed. The cause is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in line) alarm occurred on the homechoice (hc) machine, during use. The home patient (hp) was connected at the time of the alarm. There was nothing unusual noted about the supplies. A baxter technical service representative (tsr) assisted the hp to clear the se 2240 alarm so that the hp could remove the cassette and bags. The hp did not know if he would do further therapy that night. The tsr advised the hp to call their pd nurse (pdn) for further medical instructions. There was patient involvement; however there was no adverse event. No additional information is available.